Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, the implantable cardioverter defibrillator had delivered inappropriate shocks due to over-sensed noise. No intervention was performed. The patient condition was stable.